Manufacturer narrative:
Interrogation of the device revealed the pump had been programmed to deliver 500.0 ug/ml of baclofen at 2.97 ug/day, in minimum rate infusion mode. Evaluation of implantable pump serial number (B)(4) revealed residue in the motor gear train and wearing on the upper shaft gear number two. Analysis also identified a low battery reset had occurred; however, the cause could not be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and catheter were returned to the manufacturer by an unknown source, without any information. The patient¿s indication for use was intractable spasticity and stroke.